Manufacturer narrative:
The insulin pump was received with the operating currents within specification and passed the self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/ test, excessive no delivery test, displacement test, and the displacement accuracy test. No excessive no delivery alarms noted during testing. The pump was monitored and no unexpected battery alerts or alarms occurred during testing. Pump was received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 due to high blood glucose. The customers blood glucose was 916 mg/dl when admitted. Blood glucose at the time of the case was 412 mg/dl. Customer is a (B)(6)-year-old female and weighs (B)(6)pounds. Customer notes she was changing batteries when she received no delivery alarms. The customer was receiving treatment at the emergency room, and declined to troubleshoot because she was not feeling well. The customer was wearing the insulin pump during the hospitalization. Customer was advised the insulin pump will be replaced. The insulin pump will be returned for analysis.